Event description:
It was reported the pt was experiencing excruciating pain at her paddle lead site between her shoulder blades. The pt also experiences pain at the surgical site when stimulation is turned on. A CT scan has been ordered and pain cream has been prescribed. Follow up info identified the pain cream did not relieve the pain and the pt is still experiencing pain at the paddle lead site. The CT scan is pending scheduling. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2014-26545.